Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Device not returned for evaluation.

Event description:
It was reported that while using a 22 g x 1 1/2 in. Bd integra 3 ml syringe with detachable needle for an injection, the needle broke off in use. The consumer went to an emergency department where he was evaluated and received two x-rays. The x-rays did not visualize the needle. When the consumer returned home his wife shook the syringe hard and the retractable needle fell out of the syringe.